Manufacturer narrative:
The device was returned with the stent deployed from the delivery system. The stent was not returned for analysis. This device is recommended for use with a 0.014 (0.36mm) guidewire as per the instruction for use (IFU). During the product analysis a boston scientific 0.014 filterwire was successfully inserted through this device with no resistance experienced or lumen obstruction encountered. The guidewire used by the customer was not returned for analysis. A visual and tactile examination found no damage or issues with the delivery system. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that shaft damage occurred. A 10.0-31 carotid wallstent self-expanding was selected for treatment. During the procedure, the cable did not pass through the device, got stuck when trying to enter. Upon checking, it looks that the delivery system was cut. No patient complications were reported.

Event description:
It was reported that shaft damage occurred. A 10.0-31 carotid wallstent self-expanding was selected for treatment. During the procedure, the cable did not pass through the device, got stuck when trying to enter. Upon checking, it looks that the delivery system was cut. No patient complications were reported.